Event description:
The stent did not cross the target lesion. A spiral dissection occurred. Additional info has been requested. This product is available for testing and evaluation but has not yet been received by the MFR. Additional info received will submitted within 30 days upon receipt.